Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smoke was observed from the cooler of the architect i2000sr analyzer. The user experienced headaches from smoke inhalation but did not seek any medical treatment. The user reported the headache resolved on its own and is doing fine. The instrument was inspected and found that the air fan solid waste bay burned, which required replacement of the fan. No harm to the user was reported and there was no reported impact to patient management.

Manufacturer narrative:
During investigation, field service found evidence of slight burn damage from the circulator fan kit (rohs) in the solid waste bay of the refrigerator with replaceable fan (rohs). Service replaced the refrigerator with replaceable fan (rohs)_part number 7-76850-04 and circulator fan kit (rohs)_part number 7-77147-03, which were determined to be the cause of the issue. The module function was verified with a control/precision run. A review of the service history for the architect i2000sr, sn (B)(6), revealed no additional issues of burning smell and smoke from the refrigerator with replaceable fan (rohs) or circulator fan kit (rohs). A review of tracking and trending did not identify any trends for the refrigerator with replaceable fan (rohs) or the circulator fan kit (rohs). A review of tracking and trending also did not identify any trends for the architect i2000sr, refrigerator with replaceable fan (rohs), or the circulator fan kit (rohs) with regards to the customer issue. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and was found to adequately contain information to troubleshoot the observed issue, as well as provides information on troubleshooting, removal, and replacement of the parts. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/scorched the circulator fan kit (rohs) in the solid waste bay of the refrigerator with replaceable fan (rohs)_part number 7-76850-04) however, the burn/scorching did not spread to other parts of the module. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, refrigerator with replaceable fan (rohs), or the circulator fan kit (rohs).